Manufacturer narrative:
H3, h6: the camera was returned for evaluation. Analysis found an electrical failure. The returned power supply unit (psu) had scratches on the housing <(>&<)> lenses. A check of the event log showed intermittent firmware incompatibility and intermittent illuminator current low. There was a battery voltage low message along with bump detected and storage temperature exceeded messages. The psu failed an accuracy test (aak) at .377 mm with a passing threshold of .250 mm. This psu had not been previously returned for a failure. Codes c0201 and previously reported b01 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9735821. A medtronic representative went to the site to test the equipment. Testing revealed that the camera was replaced. The system then passed testing. Codes b01, c08 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that system displayed "localizer faulted". The manufacturing representative (rep) accessed ndi toolbox and reported the bump and temperature faults had been triggered. Error message stated, "bump detector battery fault return for service". There was no patient involvement.